Event description:
It was reported that the tip broke and remains in the patient. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that during a right shoulder arthroscopy rotator cuff repair, the tip of the needle broke off when passing suture and was not able to be retrieved. X-ray confirmed the tip remained in the tissue. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but per the customer will not be returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Per customer, part will not be returned.